Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilation; however, when the tip protector was removed, the monorail port was broken. The device was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. Device analysis determined the condition of the returned device was consistent with the complaint incident. The midshaft was separated 2mm from the guidewire exit notch. The separated faces were stretched and jagged, which indicates that the separation was due to tensile overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). A 2.00mm x 20mm maverick balloon catheter was advanced for dilation; however, when the tip protector was removed, the monorail port was broken. The device was completed with another of the same device. No patient complications were reported and the patient's status was good.